Manufacturer narrative:
Concomitant production: product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The patient reported that they were experiencing a loss of therapy. The patient was really sick 1 week ago wednesday and she was drinking a lot more fluids. The patient had leaking symptom return. The doctor had given the patient strict instructions not to touch the programmer or mess with her stimulation. Symptoms reported were: leaking . This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.